Event description:
It was reported that during a bier block procedure, the proximal cuff remained inflated, but the pressure was not sufficient to completely prevent blood flow. The anesthesiologist injected half the amount of local anesthesia as a result. The procedure was completed and there were no adverse consequences reported for the pt.

Manufacturer narrative:
According to the quality engineer, there was no problem found upon investigation during repair.